Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported when the ultrasonic air sensor cable was touched, it would activate the sensor suggesting a possible faulty cable. An alternate device was employed and the procedure concluded without incident. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.